Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that during a procedure involving a flexor raabe guiding sheath, the physician was having trouble "moving" the introducer device inside the sheath. As reported, the physician pulled both, the introducer and sheath, out of the patient and observed that the sheath had "come apart.". There was no unintended section of the device left inside of the patient. It was stated that there was no dilator placed in the sheath prior to the removal of the device. The reporter also stated that it was unknown if the patient's anatomy was tortuous or calcified. No adverse events have been reported regarding this instance.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use,and quality control data, and visual inspection and dimensional verification of the returned device were conducted during the investigation. The sheath of the flexor raabe guiding sheath was returned with the tubing separated into three segments. The coil was exposed between the three segments, but was not separated. Fraying of the tubing was present at separation sites. The overall length from the hub of the sheath with the exposed coil measured 114.8cm. The 3 tubing segments were measured. The proximal segments measured 36.7cm in length. The middle section measure 19.9 cm in length. The distal portion measured 46.3 cm in length. Elongation was noted on the proximal and middle segments of tubing. Bulges are noted from 32.8cm to 35.9cm from the proximal hub (proximal segment). A compression was noted on the middle segments from 4.0cm to 5.2cm. Compressions were noted in the distal segment from 1.0 cm to 1.5cm and 3.5cm, 20.0cm and 40.2cm. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The instructions for use states, "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath introduction: insert the dilator completely into the introducer. Using standard seldinger technique, access the target vessel with the appropriate needle. Insert wire into the vessel through the needle, then remove needle, leaving the wire guide in place. Insert dilator/sheath combination over wire guide. Remove wire guide and dilator, aspirate and flush introducer side-arm. Insert appropriately sized device as needed. Sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." Based on the provided information, inspection of returned product, and the investigation, a possible root cause may be related to the physician's technique during removal. However, the patient¿s clinical condition and the malfunction of the device cannot be ruled as a possible cause for the described damage. A definitive root cause cannot be established. Measures have been conducted to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.